Event description:
It is reported that it was necessary to explant the stem, the metaglena (implanted in (B)(6) 2010) and the inlay because the shoulder articulation was partially blocked by a fibrous tissue that was also adherent to the inlay. It is also reported that currently the pt is without the articulation implant because of the infection and also because the hospital is waiting for histological analysis and allergy test to nickel.

Manufacturer narrative:
Info was forwarded from (B)(4), zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).